Event description:
Affiliate reported that the blue umbrella valve sticks to the top of the drip chamber. Icp increased in patient. Difficult to empty the drib chamber.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.